Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump was alarming motor stall and they were unable to clear the alarm and restart their milrinone infusion. They stated that they had replacement pumps being delivered, but that ultimately this resulted in a delay of therapy of almost 24 hours. Mmd did follow up with the initial reporter. They stated that they had received replacement pumps and that they did not have any adverse effects or require any medical intervention due to the delay. They provided no additional information. (B)(4).